Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recs1319 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the probe cover was ruptured during the application on the ultrasound probe.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the probe cover is confirmed but the exact cause is unknown. One probe cover was returned wrapped in a blue drape. A video sample was also returned. The video shows the device being manipulated to show a leakage in the probe cover causing gel to leak. Ultrasound gel was present within the probe cover. Manipulation of the bag revealed gel to leak at the distal end of the cover near the seam. Microscopic observation of the leak location revealed a tear in the plastic cover. The edges of the tear were observed to be uneven and have a triangular shape. Based on the condition of the returned sample, possible contributing factors include tearing from the needle guide attachment or contact with a sharp instrument or sharp edges. The complaint of a tear is confirmed but the exact cause of the tear remains unknown. A lot history review (lhr) of recs1319 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the probe cover was ruptured during the application on the ultrasound probe.